Event description:
The customer's nurse reported that the customer obtained discrepant blood glucose values of 403 mg/dl on his advantage system compared back to back with results of 190 mg/dl and 205 mg/dl on her system when testing was performed within 10 minutes. Reporter alleged at a different time another comparative test of 512 mg/dl on the same system was performed back to back with a result of 180 mg/dl within 10 minutes on the emt's device. Reporter stated she called the emts because the initial reading was so high. Reporter indicated the customer was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.